Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A definitive cause for the reported observation could not be determined. A visual inspection of part of the device (feeding tube attached to connector) suggests the dilator tube separated from the coupling/connector at the joint, yet the dilator tube was not returned with the device. The major barbed outside diameter (od) was measured with calipers on the connector. The major barbed outside diameter )od) measured to be within the specification. A discrepancy of anomaly that could have contributed to this observation was not found during our laboratory analysis of the returned product. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Feeding tube separation can occur if the incision through the skin is less that 1 cm in length or does not completely penetrate the abdominal wall into the stomach. The instructions for use instruct the user to male a 1 cm incision through the skin and subcutaneous tissue to facilitate passage of the feeding tube. A smaller or incomplete incision may cause resistance when the feeding tube exits the stoma site. If the tube experiences excessive pressure during placement, damage to the feeding tube can occur. Inadequate lubrication of the feeding tube prior to placement could contribute to excessive pressure and subsequent feeding tube damage. The instructions for use instruct the user to thoroughly lubricate the entire external length of the feeding tube. This activity will ain in smooth feeding tube placement. The instructions for use direct the user to apply gentle pressure to the feeding tube during placement. Prior to distribution, all flow 20 percutaneous endoscopic gastrostomy sets are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a gastrostomy procedure, a cook flow 20 percutaneous endoscopic gastrostomy set was used. While pulling the device through the new stoma, the tube broke at the connecting point. The disconnected feeding tube was pulled out through the mouth. No harm to the patient. Another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient's body. Other than pulling out the disconnected tube the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.